Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastrectomy procedure, three staples of the center part on the patient's side were unformed at the first firing. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences to the patient. The device was discarded.